Event description:
A supplemental report is being submitted due to completion of the investigation on 02-oct-2024.

Manufacturer narrative:
Device evaluation: 1 x gepd-5-4 of lot number c2051813 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Additional information was requested to determine details on the issue with assembly, information provided "no answer to my request". Therefore, based on information provided and the complaint description this file will capture stent deployment issue. Should additional information be made available regarding the issue with assembly, the file will be updated accordingly. Manufacturing records review: prior to distribution gepd-5-4 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for gepd-5-4 devices of lot c2051813 did not reveal any discrepancies that could have contributed to the issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2051813. Instructions for use and/label review: it should be noted that the instructions for use (ifu0055) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the user did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause may be attributed to patient anatomy; from additional information provided there was resistance encountered when advancing the existing delivery system to the target location. Therefore, it is possible that during deployment tortuous path may have caused a build-up of pressure causing stent deployment difficulties. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, stent could not be implanted in patient. A possible root cause may be attributed to patient anatomy; from additional information provided there was resistance encountered when advancing the existing delivery system to the target location. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The complaint is confirmed based on customer and/or rep testimony.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent could not be implanted in patient " as per cc form" not used because problem during installation: impossible to assemble¿, written on the installation failure sheet patient outcome a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes have you made a material vigilance declaration? Which organization? No is this a problem with advancement? Yes what size guide wire was used during the procedure? I don't know are there details on pre-existing patients? And patient outcomes?no were there any anatomical obstructions? No please indicate where the prosthesis was stored before use. At the arsenal what is the order number? (B)(4) the outer diameter and length of the wire guide used with this device in this procedure? Have any previous procedures, e.g. Sphincterotomy, etc., been performed before placing the device on the particular guide wire? If yes, please indicate the procedure carried out I don't know has the wire guide been inspected for damage before use? Yes was the prosthesis at the center of the complaint inspected for damage before use? Yes was resistance encountered when advancing the existing delivery system to the target location?yes please estimate/indicate the length of time the stent was in place before this event I don't know did the patient in question have an altered anatomy or a tortuous anatomy? If this is not the case with the prosthesis in question, how did the procedure end? With another prosthesis has part of the device become detached inside the endoscope or patient? No if the device broke during removal, please indicate which removal tool(s) were used (manufacturer). Please indicate any other endoscopic accessories (if applicable) that came into contact with the stent or delivery system during the procedure. Could you send us the brand and commercial reference of the duodenoscope used? Olympus surgeon's response: "non utilisé car problème lors de la mise en place : impossible à monter", tracé sur la fiche d'échec de pose I do not offer any exchange or credit without analysis. Because I would like to know if it is a real vigilance material.